Event description:
It was reported that during use in oral surgery, this drill overheated. There was no injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation results: the drill was received for investigation and the reported problem was confirmed. Further investigation found the drill collet had excessive heat related to the collet failure.